Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, h2 type of follow up: additional information/ device evaluation, h3: device evaluated by mfg- additional information, h3: evaluation included - additional information, h6: additional information.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. Performance data was reviewed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).